Event description:
Report for pt 1 of 2: 1.6 inr with protime system vs. 2.3 inr with second protime instrument. Pt therapeutic inr range: 2.0 - 3.0. No report of adverse event, serious injury, or interventions.

Manufacturer narrative:
(B)(4). This MDR is submitted based upon a retrospective review of complaint reports from 2007-2008 in light of revised itc MDR evaluation procedures. Method: no product returned from user facility. Results: customer complaint could not be confirmed.